Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported spending a short period of time in a hot tub a week ago, but ever since they have been feeling "really bad." The patient reported that their tremors have not gotten worse, they were just not feeling themselves. The patient reported no fever, and that they don't feel right. The patient reported they were really tired and lethargic and their left arm seemed to swell and was tingly. The patient reported checking the ins with their patient programmer and said "everything seemed to be ok with the device." No further patient complications have been reported as a result of this event.